Event description:
It was reported, the pump eroded through the patient¿s skin. The patient¿s health care professional (hcp) was explanting the entire system on 2013 (B)(6) and was going to re-implant in a subfascial manner after the patient healed. The system was being used to deliver baclofen. There were no patient symptoms or complication associated with the event. The patient status at the time of the report was ¿alive- no injury.¿ there was no alleged product issue. It was reported two days later that the cause of the pump erosion was tissue breakdown. The patient was fine and the plan was to re-implant subfascial after he healed.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).